Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that the control panel of the sorin centrifugal pump system with tubing clamp became unresponsive and the rpm value became locked during a procedure. The control panel was restarted and functioned correctly for an hour before shutting down on it's own. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin centrifugal pump system with tubing clamp became unresponsive and the rpm value became locked during a procedure. The console was restarted and the unit functioned correctly for an hour before shutting down on it's own. There was no report of patient injury.